Event description:
Baxter reported a complaint received by their local customer on a minicap transfer set with lot# h08e28085. Reportedly, the tubing below the connecting point was cracked. The patient came in for a tube change and while performing a manual exchange with a bag, air bubbles were observed. A crack was then noted on the transfer set tubing. A new catheter replaced with another new minicap transfer set. One unit was available for evaluation. The defect was noted during patient use. No patient injury reported.

Manufacturer narrative:
.